Event description:
A (B)(6) male pt contacted zoll customer support to report constant adjust belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon eval, the pulse wire were not soldered properly. The cause of the adjust belt messages is the poor solder at the pulse wires. The root cause of the poor solder cannot be positively identified but is likely an assembly error. No adverse event resulted from the poor solder. The pt received a replacement electrode belt.